Event description:
It was reported that an echocardiography was performed for suspicion of perforation because blood pressure decreased due to patient discomfort during shock lead placement. The procedure was stopped due to pericardial effusion in the epicardium. Drainage was done and the vital signs were stabilized, and the procedure was resumed. The atrial lead was implanted without any problems. The patient was in stable condition.